Event description:
Reportedly, this device was explanted same day due to mitral regurgitation. Physician indicated that leakage of valve was not due to the device.

Manufacturer narrative:
Device not returned.